Event description:
The tubing near the male connector burst during a left ventriculogram procedure. Inject settings: flow- 10ml/sec, volume- 32ml, pressure- 900 psi. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found no similar complaints for this lot number. The device was examined visually and the complaint was confirmed. The device has a mfg defect. Complaint data will be monitored for this type of failure. Eval method: device history record was reviewed, complaint database was reviewed. Results: quality control.